Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing during pause episodes and oversensing during tachycardia episodes with incorrect episode classification. The device remains in use. No patient complications have been reported as a result of this event.